Event description:
It was reported that through merlin.net transmission, several episodes of competitive atrial pacing due to post-paced t-wave oversensing were observed. Programming changes were made. The patient is doing fine and there were no additional complaints.